Manufacturer narrative:
Radiometer medical has tried to get info about the pts with no results. The logs from the analyzer were evaluated by a radiometer tech and it was found that no limits were activated. Furthermore cleaning additive was only used sporadically. To correct the actual customers problem; limits for ph have been activated and cleaning cycles have been programmed till 8 hr frequency to prevent clotting. A general update of operators' manuals is in the process of being implemented worldwide. In the manuals cleaning additive (streptokinase) and 8 hr cleaning frequency is now mandatory.

Event description:
Customer experienced low ph results for 3 pts when measuring on their blood gas analyzer. The first pt was treated with bicarbonate. The result for the second pt was questioned by the health care practitioner because the result was considered non coherent with the clinical analysis of the pt. The third pt's result was questioned by the lab tech who observed deposits under the ph electrode. The electrode was removed and cleaned - and calibration performed. The sample from pt 3 was rerun and the previous results of pt 1 and 2 were now also considered questionable.